Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping"), back pain ("back pain"), weight increased ("weight gain"), abdominal distension ("extreme bloating") and thrombosis ("clotting"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension and thrombosis outcome was unknown and the menorrhagia, dyspareunia, abdominal pain lower, back pain and weight increased had not resolved. The reporter considered abdominal pain lower, back pain, dyspareunia, menorrhagia, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 30-mar-2018: essure insertion date was updated from (B)(6) 2013 to (B)(6) 2013; removal date was provided; extreme bloating and clotting were added as event; upgraded to incident. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 24-year-old female patient who had essure (batch no. 12566552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache, postpartum depression and pregnancy. Concurrent conditions included obesity and pyelonephritis. Concomitant products included vicodin. In 2013, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 30 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In november 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection acute"). In (B)(6) 2015, the patient experienced migraine ("migraines/headache") and headache ("headaches"). In (B)(6) 2015, the patient experienced dental caries ("breaking and rotting teeth"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("emotional anguish"). In (B)(6) 2015, the patient experienced the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal distension ("extreme bloating"), thrombosis ("clotting"), sensitivity of teeth ("dental problems/sensitive teeth") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, ibuprofen (motrin), antibiotics and surgery (on (B)(6) 2018, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, vaginal infection, abdominal distension, thrombosis, alopecia, cystitis, amenorrhoea, the last episode of weight increased, endometriosis, anxiety, sensitivity of teeth, dental caries and headache outcome was unknown, the menorrhagia, dysmenorrhoea, vaginal discharge and depression had resolved and the abdominal pain lower, back pain, dyspareunia, migraine and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amenorrhoea, anxiety, back pain, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, pelvic pain, sensitivity of teeth, thrombosis, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: *expiration date(s): dec2015 (right, per mr) nov2015 (left, per mr) essure confirmation test not done according to pfs but in mr it mentioned that on 22apr2014: ultrasound, transvaginal (per mr) reason for exam: amenorrhea, essure contraceptives findings: the essure coils appear normally positioned. Impression: essentially unremarkable exam with only trace fluid in cul-de-sac. Trace fluid in cul-de-sac almost always physiologic in premenopausal woman. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Current weight: 184 lbs approximate weight at time of essure placement: 177 lbs. (B)(6) 2014: ultrasound, transvaginal (per mr) reason for exam: amenorrhea, essure contraceptives findings: the essure coils appear normally positioned. Impression: essentially unremarkable exam with only trace fluid in cul-de-sac. Trace fluid in cul-de-sac almost always physiologic in premenopausal woman. Lot number: 12566552 manufacture date: 2013-03 expiration date: 2015-12  lot number: a73746 manufacture date: 2012-11 expiration date: 2015-11  quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ lower pelvic') in a 24-year-old female patient who had essure (batch no. 12566552, a73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included pregnancy, adenomyosis uteri, laparoscopically assisted hysterectomy, cystoscopy, shoulder pain, dry mouth and multiparous. Current weight: 184 lbs. Approximate weight at time of essure placement: 177 lbs. (B)(6) 2014: ultrasound, transvaginal (per mr). Reason for exam: amenorrhea, essure contraceptives. Findings: the essure coils appear normally positioned. Impression: essentially unremarkable exam with only trace fluid in cul-de-sac. Trace fluid in cul-de-sac almost always physiologic in premenopausal woman. Gross description: uterus and tubes: received one intact uterus with cervix, weighing 158 grams and measuring 9.5 x 7.5 x 4.5cm. The cervical os is slit like, measuring 2 cm in length. Bilateral fallopian tubes are identified, one side fallopian tube measures 6 cm in length and 8 cm in diameter. The other side of fallopian tube measures 5 cm in length and 0.5 in diameter. Fimbriated ends are identified in both fallopian tubes. Left ovarian cyst: received one fragment of membranous soft tissue, measuring 2 x 1.5 x 0.4 cm. Concurrent conditions included obesity, pyelonephritis, migraine, headache, postpartum depression, kidney infection, arthritis, anemia, uterine bleeding, nausea, frequency urinary, urinary tract infection, transvaginal ultrasound scan and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as hydrocodone bitartrate;paracetamol (vicodin). In 2013, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months 26 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and acne ("rashes or skin conditions type: suffered from severe acne on my face, shoulders, and chest on or around my period."). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting"). On (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2014, the patient experienced abdominal pain lower ("cramping / abdominal cramping"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines/headache") and headache ("headaches"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection acute"). In (B)(6) 2015, the patient experienced dental caries ("breaking and rotting teeth"). In october 2015, the patient experienced depression ("depression") and anxiety ("emotional anguish"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain/ loss(specify which one) weight gain / gaines lot since having it placed"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal distension ("extreme bloating"), thrombosis ("clotting"), hyperaesthesia teeth ("dental problems/sensitive teeth"), abdominal pain ("abdominal pain /belly still hurt like hell"), abdominal pain upper ("pain in the stomach"), incision site pruritus ("n cessions hurt like hell and itch bad"), incision site pain ("in cessions hurt like hell"), contusion ("lot of bruising on my belly") and insomnia ("can't even sleep right now"). The patient was treated with antibiotics, ibuprofen, and surgery (robotic assisted laparoscopic hysterectomy , bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal infection, abdominal distension, thrombosis, alopecia, cystitis, amenorrhoea, endometriosis, anxiety, hyperaesthesia teeth, dental caries, headache, nausea, incision site pruritus, incision site pain, contusion and insomnia outcome was unknown, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, depression, urinary tract infection and abdominal pain upper had resolved, the abdominal pain lower, back pain, dyspareunia, migraine, abdominal pain and acne was resolving and the weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, alopecia, amenorrhoea, anxiety, back pain, contusion, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, hyperaesthesia teeth, incision site pain, incision site pruritus, insomnia, menorrhagia, migraine, nausea, pelvic pain, thrombosis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: expiration date(s): dec2015 (right, per mr); nov2015 (left, per mr); essure confirmation test not done according to pfs but in mr it mentioned that on (B)(6) 2014: ultrasound, transvaginal (per mr). Reason for exam: amenorrhea, essure contraceptives. Findings: the essure coils appear normally positioned. Impression: essentially unremarkable exam with only trace fluid in cul-de-sac. Trace fluid in cul-de-sac almost always physiologic in premenopausal woman. Discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2013. Current weight 198 lbs. Approximate weight at the time of essure placement 175 lbs. (B)(6) 2013 - she had been scheduled for an essure but when she arrived for her procedure she had not taken oral contraceptives as planned and she presented in the luteal phase of her cycle so we had to cancel it. After discussing her options, she would now prefer to proceed with bilateral tubal ligation. Discrepancy noted in removal date: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Lot number: 12566552 manufacture date: 2013-03 expiration date: 2015-12.  Lot number: a73746 manufacture date: 2012-11 expiration date: 2015-11 . ¿concerning the injuries reported in this case, the following ones confirming- events heavy bleeding, back problems, headache, dyspareunia, dyspareunia, pelvic pain, headache, dysmenorrhea, abdominal cramping, vaginal bleeding, vaginal discharge, heavy irregular menses which are same in pfs & mr.¿. Concerning the injuries reported in this case, the following ones were reported via social media: incision site pain, incision site pruritus, contusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs and social media received: events: in cessions hurt like hell and itch bad, lot of bruising on my belly, can't even sleep right now were added. Concomitant drug was added. Essure insertion date was updated. Duplicate event weight increased was deleted. Event tooth disorder was removed. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ lower pelvic') and pregnancy with contraceptive device ('I was !3 weeks pregnant so yeah im screwed') in a 24-year-old female patient who had essure (batch no. 12566552, a73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included pregnancy, adenomyosis uteri, laparoscopically assisted hysterectomy, cystoscopy, shoulder pain, dry mouth and multiparous. *current weight: 184 lbs approximate weight at time of essure placement: 177 lbs. On (B)(6) 2014: ultrasound, transvaginal (per mr). Reason for exam: amenorrhea, essure contraceptives findings: the essure coils appear normally positioned. Impression: essentially unremarkable exam with only trace fluid in cul-de-sac. Trace fluid in cul-de-sac almost always physiologic in premenopausal woman. Gross description: uterus and tubes: received one intact uterus with cervix, weighing 158 grams and measuring 9.5 x 7.5 x 4.5cm. The cervical os is slit like, measuring 2 cm in length. Bilateral fallopian tubes are identified, one side fallopian tube measures 6 cm in length and 8 cm in diameter. The other side of fallopian tube measures 5 cm in length and 0.5 in diameter. Fimbriated ends are identified in both fallopian tubes. Left ovarian cyst: received one fragment of membranous soft tissue, measuring 2 x 1.5 x 0.4 cm. Concurrent conditions included obesity, pyelonephritis, migraine, headache, postpartum depression, kidney infection, arthritis, anemia, uterine bleeding, nausea, frequency urinary, urinary tract infection, transvaginal ultrasound scan and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) from 3-jul-2013 to 3-oct-2013 for contraception as well as hydrocodone bitartrate;paracetamol (vicodin). In 2013, the patient experienced amenorrhoea ("amenorrhea") and dental caries ("breaking and rotting teeth"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months 26 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and acne ("rashes or skin conditions type: suffered from severe acne on my face, shoulders, and chest on or around my period."). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting"). On (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2014, the patient experienced abdominal pain lower ("cramping / abdominal cramping"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines/headache") and headache ("headaches"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection acute"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("emotional anguish"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain/ loss(specify which one) weight gain / gaines lot since having it placed"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal distension ("extreme bloating"), thrombosis ("clotting"), hyperaesthesia teeth ("dental problems/sensitive teeth"), abdominal pain ("abdominal pain /belly still hurt like hell"), abdominal pain upper ("pain in the stomach/my stomach has been killing me"), incision site pruritus ("n cessions hurt like hell and itch bad"), incision site pain ("in cessions hurt like hell"), contusion ("lot of bruising on my belly"), insomnia ("can't even sleep right now") and pain in extremity ("my arm will let you all know I know something. I hope its not broke still cause it hurts"). The patient was treated with antibiotics, ibuprofen, and surgery (robotic assisted laparoscopic hysterectomy , bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal infection, abdominal distension, thrombosis, alopecia, cystitis, amenorrhoea, endometriosis, anxiety, hyperaesthesia teeth, dental caries, headache, nausea, incision site pruritus, incision site pain, contusion, insomnia and pain in extremity outcome was unknown, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, depression, urinary tract infection and abdominal pain upper had resolved, the abdominal pain lower, back pain, dyspareunia, migraine, abdominal pain and acne was resolving and the weight increased had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, alopecia, amenorrhoea, anxiety, back pain, contusion, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, hyperaesthesia teeth, incision site pain, incision site pruritus, insomnia, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, thrombosis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: expiration date(s): on (B)(6) 2015 (right, per mr). On (B)(6) 2015 (left, per mr). Essure confirmation test not done according to pfs but in mr it mentioned that on. On (B)(6) 2014: ultrasound, transvaginal (per mr). Reason for exam: amenorrhea, essure contraceptives. Findings: the essure coils appear normally positioned. Impression: essentially unremarkable exam with only trace fluid in cul-de-sac. Trace fluid in cul-de-sac almost always physiologic in premenopausal woman. Discrepancy noted: date(s) of insertion: (B)(6) 2013 current weight 198 lbs. Approximate weight at the time of essure placement 175 lbs. On (B)(6) 2013 - she had been scheduled for an essure but when she arrived for her procedure she had not taken oral contraceptives as planned and she presented in the luteal phase of her cycle so we had to cancel it. After discussing her options, she would now prefer to proceed with bilateral tubal ligation. Discrepancy noted in removal date: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Lot number: 12566552 manufacture date: 2013-03 expiration date: 2015-12.  Lot number: a73746 manufacture date: 2012-11 expiration date: 2015-11 . ¿concerning the injuries reported in this case, the following ones confirming- events heavy bleeding, back problems, headache, dyspareunia, dyspareunia, pelvic pain, headache, dysmenorrhea, abdominal cramping, vaginal bleeding, vaginal discharge, heavy irregular menses which are same in pfs & mr.¿ concerning the injuries reported in this case, the following ones were reported via social media: incision site pain, incision site pruritus, contusion, pain in extremity . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received ¿ new events pregnant with essure micro-insert , device ineffective, my arm will let you all know I know something. I hope it¿s not broke still cause it hurts was added. New reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ lower pelvic") in a 24-year-old female patient who had essure (batch no. 12566552, a73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included pregnancy, adenomyosis uteri, laparoscopically assisted hysterectomy, cystoscopy, shoulder pain and dry mouth. *current weight: 184 lbs approximate weight at time of essure placement: 177 lbs. (B)(6)2014: ultrasound, transvaginal (per mr). Reason for exam: amenorrhea, essure contraceptives findings: the essure coils appear normally positioned. Impression: essentially unremarkable exam with only trace fluid in cul-de-sac. Trace fluid in cul-de-sac almost always physiologic in premenopausal woman. Gross description: uterus and tubes: received one intact uterus with cervix, weighing 158 grams and measuring 9.5 x 7.5 x 4.5cm. The cervical os is slit like, measuring 2 cm in length. Bilateral fallopian tubes are identified, one side fallopian tube measures 6 cm in length and 8 cm in diameter. The other side of fallopian tube measures 5 cm in length and 0.5 in diameter. Fimbriated ends are identified in both fallopian tubes. Left ovarian cyst: received one fragment of membranous soft tissue, measuring 2 x 1.5 x 0.4 cm. Concurrent conditions included obesity, pyelonephritis, migraine, headache, postpartum depression, kidney infection, arthritis, anemia, uterine bleeding, nausea, frequency urinary, urinary tract infection, transvaginal ultrasound scan and ovarian cyst. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced tooth disorder ("dental problems"). In (B)(6)2013, the patient was found to have the first episode of weight increased ("weight gain/ loss(specify which one) weight gain"). In 2013, the patient experienced amenorrhoea ("amenorrhea"). In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months 26 days after insertion of essure. In (B)(6)2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and acne ("rashes or skin conditions type: suffered from severe acne on my face, shoulders, and chest on or around my period."). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6)2013, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2013, the patient experienced nausea ("nausea"). In (B)(6)2013, the patient experienced vaginal infection ("vaginal infection"). In (B)(6)2014, the patient experienced back pain ("back pain"). In (B)(6)2014, the patient experienced abdominal pain lower ("cramping / abdominal cramping"). In (B)(6)2014, the patient experienced alopecia ("hair loss"), migraine ("migraines/headache") and headache ("headaches"). In (B)(6)2014, the patient experienced cystitis ("bladder infection acute"). In (B)(6)2015, the patient experienced dental caries ("breaking and rotting teeth"). In (B)(6)2015, the patient experienced depression ("depression") and anxiety ("emotional anguish"). In (B)(6)2015, the patient was found to have the second episode of weight increased ("weight gain"). In (B)(6)2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal distension ("extreme bloating"), thrombosis ("clotting"), sensitivity of teeth ("dental problems/sensitive teeth"), abdominal pain ("abdominal pain") and abdominal pain upper ("pain in the stomach"). The patient was treated with antibiotics, ibuprofen, ibuprofen (motrin) and surgery (robotic assisted laparoscopic hysterectomy , bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, vaginal infection, abdominal distension, thrombosis, alopecia, cystitis, amenorrhoea, endometriosis, anxiety, sensitivity of teeth, dental caries, headache and nausea outcome was unknown, the menorrhagia, dysmenorrhoea, vaginal discharge, depression, urinary tract infection and abdominal pain upper had resolved, the abdominal pain lower, back pain, dyspareunia, migraine, abdominal pain and acne was resolving and the last episode of weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, alopecia, amenorrhoea, anxiety, back pain, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, nausea, pelvic pain, sensitivity of teeth, thrombosis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: *expiration date(s): dec2015 (right, per mr). Nov2015 (left, per mr). Essure confirmation test not done according to pfs but in mr it mentioned that on (B)(6)2014: ultrasound, transvaginal (per mr). Reason for exam: amenorrhea, essure contraceptives. Findings: the essure coils appear normally positioned. Impression: essentially unremarkable exam with only trace fluid in cul-de-sac. Trace fluid in cul-de-sac almost always physiologic in premenopausal woman. Discrepancy noted: date(s) of insertion: (B)(6)2013, (B)(6)2013. Current weight 198 lbs. Approximate weight at the time of essure placement 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Lot number: 12566552, manufacture date: 2013-03, expiration date: 2015-12 . Lot number: a73746 manufacture date: 2012-11, expiration date: 2015-11.  ¿concerning the injuries reported in this case, the following ones confirming- events heavy bleeding, back problems, headache, dyspareunia, dyspareunia, pelvic pain, headache, dysmenorrhea, abdominal cramping, vaginal bleeding, vaginal discharge, heavy irregular menses which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received. New events: infection (bladder/urinary tract/vaginal) type: uti, rashes or skin conditions type: suffered from severe acne on my face, shoulders, and chest on or around my period, nausea, dental problems, pain in the stomach,. Plaintiff did not underwent essure confirmation test were added. New reporters, concomitant condition were added. Onset dates and outcome for events were updated. Implant date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 24-year-old female patient who had essure (batch no. 12566552/a73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache and postpartum depression. Concurrent conditions included obesity and pyelonephritis. In 2013, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 29 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced back pain ("back pain"). In june 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection acute"). In (B)(6) 2015, the patient experienced migraine ("migraines/headache"). In (B)(6) 2015, the patient experienced dental caries ("breaking and rotting teeth"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("emotional anguish"). In (B)(6) 2015, the patient experienced the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal distension ("extreme bloating"), thrombosis ("clotting"), sensitivity of teeth ("dental problems/sensitive teeth") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, ibuprofen (motrin), antibiotics and surgery (on (B)(6) 2018, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, vaginal infection, abdominal distension, thrombosis, alopecia, cystitis, amenorrhoea, the last episode of weight increased, endometriosis, anxiety, sensitivity of teeth and dental caries outcome was unknown, the menorrhagia, dysmenorrhoea, vaginal discharge and depression had resolved and the abdominal pain lower, back pain, dyspareunia, migraine and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, amenorrhoea, anxiety, back pain, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, migraine, pelvic pain, sensitivity of teeth, thrombosis, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: *expiration date(s): (B)(6) 2015 (right, per mr) and (B)(6) 2015 (left, per mr). Essure confirmation test not done according to pfs but in mr it mentioned that on (B)(6) 2014: ultrasound, transvaginal (per mr). Reason for exam: amenorrhea, essure contraceptives. Findings: the essure coils appear normally positioned. Impression: essentially unremarkable exam with only trace fluid in cul-de-sac. Trace fluid in cul-de-sac almost always physiologic in premenopausal woman. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Current weight: 184 lbs. Approximate weight at time of essure placement: 177 lbs. (B)(6) 2014: ultrasound, transvaginal (per mr). Reason for exam: amenorrhea, essure contraceptives. Findings: the essure coils appear normally positioned. Impression: essentially unremarkable exam with only trace fluid in cul-de-sac. Trace fluid in cul-de-sac almost always physiologic in premenopausal woman. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received. Other reporter contact informationwere added.events per pfs: abnormal bleeding (vaginal), dental problems/sensitive teeth, dysmenorrhea (cramping), hair loss, bladder infection acute, migraines, headaches, depression, amenorrhea, vaginal discharge, weight gain, endometriosis, emotional anguish, vaginal infection, breaking and rotting teeth and essure confirmation test not done. Medical history and concurrent condition were added.other reporter contact informationwere added.unstructured relevant test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 24-year-old female patient who had essure (batch no. 12566552/a73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache, postpartum depression and pregnancy. Concurrent conditions included obesity and pyelonephritis. Concomitant products included vicodin. On (B)(6) 2013, the patient had essure inserted.in 2013, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2013, 1 month 29 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection acute"). In (B)(6) 2015, the patient experienced migraine ("migraines/headache") and headache ("headaches"). In (B)(6) 2015, the patient experienced dental caries ("breaking and rotting teeth"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("emotional anguish"). In (B)(6) 2015, the patient experienced the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In (B)(6) 2017, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal distension ("extreme bloating"), thrombosis ("clotting"), sensitivity of teeth ("dental problems/sensitive teeth") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, ibuprofen (motrin), antibiotics and surgery (on (B)(6) 2018, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, vaginal infection, abdominal distension, thrombosis, alopecia, cystitis, amenorrhoea, the last episode of weight increased, endometriosis, anxiety, sensitivity of teeth, dental caries and headache outcome was unknown, the menorrhagia, dysmenorrhoea, vaginal discharge and depression had resolved and the abdominal pain lower, back pain, dyspareunia, migraine and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amenorrhoea, anxiety, back pain, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, pelvic pain, sensitivity of teeth, thrombosis, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: *expiration date(s): (B)(6) 2015(right, per mr). (B)(6) 2015(left, per mr). Essure confirmation test not done according to pfs but in mr it mentioned that on (B)(6) 2014: ultrasound, transvaginal (per mr). Reason for exam: amenorrhea, essure contraceptives. Findings: the essure coils appear normally positioned. Impression: essentially unremarkable exam with only trace fluid in cul-de-sac. Trace fluid in cul-de-sac almost always physiologic in premenopausal woman. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Current weight: 184 lbs. Approximate weight at time of essure placement: 177 lbs. (B)(6) 2014: ultrasound, transvaginal (per mr). Reason for exam: amenorrhea, essure contraceptives findings: the essure coils appear normally positioned. Impression: essentially unremarkable exam with only trace fluid in cul-de-sac. Trace fluid in cul-de-sac almost always physiologic in premenopausal woman. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received. Events :headaches were added.concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.